Event description:
A patient reported: for 1 year following implantation of the second strips of tvt, the patient experienced recurrent urinary infections, including 4 episodes of pyelonephritis, after her 2nd delivery; there was follow-up with numerous examinations and antibiotic treatments from 2010 to 2013, followed by a period of calm. Right inguinal fossa pain and dyspareunia have been present since 2016, along with discomfort with walking and sports since 2016. The patient reports recurrent infections, with 15 episodes in 9 months. Evaluation is currently in progress and has visualized one strip in the urethral mucosa, while the other is considered ineffective due to misorientation.

Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).